Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a suspected diversion of morphine with a patient controlled analgesia module. The 30ml syringe of morphine (5 mg/ml) was changed at 0647 and programmed to infuse an 8mg loading dose with a 4.5mg demand dose with a 45 minute lockout interval between doses. At approximately 1100, the clinician noted that 90mg of medication was missing from the syringe and suspected diversion because it was more than would have infused with the programmed settings. There was no patient harm and vital signs remained stable.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported a suspected diversion of morphine could not be confirmed. However, a review of the event logs indicated that the infusion did not complete as expected; only a partial amount of 2.7ml was administered. ¿ laboratory testing of the suspect pump modules and concomitant pcu could not be performed as incident devices were not received for this investigation. ¿ the review of the pcu event logs, showed that on (B)(6) 2025, at 6:48 am a bd 30ml syringe with detected volume of 29.7659ml was loaded into the suspect pca module and the previous infusion (pca only) was restored for an unknown drug (suspected to be morphine), pvi = 286.226ml. ¿ at 7:03am the suspect pca alarmed ¿syr check syringe¿, and the user pressed silence key twice, the infusion was started, volume = 26.0354ml. ¿ at 8:36 am the suspect pca alarmed ¿syr check syringe¿, and the user pressed silence key ten (10) times. ¿ at 9:06 am the user pressed to options key, then pressed to clinician ID, and pressed to exit four (4) times, and pressed volume infused. ¿ between 10:23 am and 10:24 am, the user pressed soft key 11, then pressed to silence key, the suspect pca alarmed ¿syr check syringe¿, the infusion was started, volume = 12.6805ml. ¿ at 10:54 am, the channel was selected, then the user pressed soft key 11, and the user pressed to silence key four (4) times, the infusion was started, volume = 11.6784ml. ¿ between 10:55 am and 10:58 am, the pca alarmed ¿occluded patient side¿, the user pressed restart, then pressed pause twice, the user pressed channel off, pvi = 288.926ml. ¿ the alaris system user manual (v9.33), in the lock/unlock tamper resist subsection, mentions the use of the tamper resist switch feature. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. ¿ the system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported a suspected diversion of morphine was not determined. The information provided by the facility is insufficient to determine the root cause.

Event description:
It was reported there was a suspected diversion of morphine with a patient controlled analgesia module. The 30ml syringe of morphine (5 mg/ml) was changed at 0647 and programmed to infuse an 8mg loading dose with a 4.5mg demand dose with a 45 minute lockout interval between doses. At approximately 1100, the clinician noted that 90mg of medication was missing from the syringe and suspected diversion because it was more than would have infused with the programmed settings. There was no patient harm and vital signs remained stable.